Event description:
Covidien formerly tyco healthcare initially received this unit for service, due to dropped/ damaged during service on 9/30/08, the unit was discovered to not provided an audio tone. There was no pt harm reported.

Manufacturer narrative:
This unit was sent to manufacturing for failure investigation. A supplemental report will be submitted, once the failure investigation has been completed.